Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with diaphragmatic stimulation, loss of capture was also noted. A cat scan was performed indicating lead perforation. The lead was capped and replaced successfully. The patient was stable.